Manufacturer narrative:
(B)(4). Date sent 8/25/2023. D4: batch #205c50. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the drivers and knife exposed and there were no staples present. Only the anvil half washer was returned, and the knife was damaged. The knife was not able to retract. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and two driver links were found to be broken causing the disengaged from the compression element. Damage noted on the legs of the drivers and the compression element is a likely cause for the knife not retracting below the guide face. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and the driver's link in this case is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 205c50, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy the knife from cdh29b went not back after firing - could be removed from patient without any injury to the patient. There was a 4 minute surgical delay. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). B3: exact day is unk. Assumed first month of the year the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was the device's knife loose, damaged or separated from the device, or only that the knife would not retract after firing? No not damaged ¿ knife just went not back ¿ it was still in the firing position. Can¿t be turned back. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.